Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as an abdominal cavity infection. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. Pd therapy was ongoing. At the time of this report the patient was not recovered from the peritonitis event. Additional information is not available.